Event description:
It was reported that during a laparoscopic robotic assisted nephrectomy procedure, the device was fired and cut, but did not staple during two firings on the artery. They converted to open, due to the bleeding caused by the device not stapling. An unknown amount of blood products were administered. The patient is currently in the intensive care unit. One device will be returned when risk management releases the device.

Manufacturer narrative:
Information anticipated, but unavailable at this time.